Event description:
It was reported that a dexcom g6 sensor paired to the ilet remained in a pairing state overnight and failed to connect until later, after which the sensor successfully connected; this was consistent with an intermittent communication failure involving the electrical/antenna component of the interoperable system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a pairing failure between the cgm and the ilet with no confirmed device hardware malfunction, and functionality returned to expected operation after waiting period. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors consistent with use-related or software communication behavior.